Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of vecuronium, the syringe module read the syringe with 20ml of medication as having 4/17ml. The rate was programmed at 0.1 mg/kg/hour = 0.6ml /hour and the entire syringe was infused in 7 hours. The biomed team found the barrel clamp sensor to be defective. There were no adverse effects caused to the patient in the event.